Event description:
According to the available information, the static anchor was attempted to be placed; however, it popped into additional tissue and was removed. The anchor remained on the introducer. The dynamic anchor was then placed on the right followed by the static anchor on the left. On pulling back the sling gently, the sling came away from the suture. The mesh disappeared and could not be found. The mesh remains in the patient, believed to be near the obturator membrane., the anchors remain on both sides. A trans-obturator tape implant (tvto) was placed.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming [nc] report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Manufacturer narrative:
A dynamic suture was received for evaluation. Examination of the dynamic suture revealed the dynamic anchor and tensioner were detached and not returned. Microscopic examination revealed the detached dynamic suture appeared to be rough and irregular, indicating stress was exerted. The mesh was not received. The information received indicated the dynamic suture detached from the mesh during the procedure. Quality confirmed the detached dynamic suture. As the mesh, static anchor, dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. As the detachment ends of the dynamic suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. It was also noted that the dynamic anchor was placed before the static anchor was placed. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the static anchor was attempted to be placed; however, it popped into additional tissue and was removed. The anchor remained on the introducer. The dynamic anchor was then placed on the right followed by the static anchor on the left. On pulling back the sling gently, the sling came away from the suture. The mesh disappeared and could not be found. The mesh remains in the patient, believed to be near the obturator membrane., the anchors remain on both sides. A trans-obturator tape implant (tvto) was placed.